Event description:
It was reported that the event involved a female patient that expired while in the cath lab. Indication for use: coronary perfusion. The intra-aortic balloon (iab) was inserted through the sheath via left femoral artery without issue. The fiberoptix sensor (fos) was not recognized by the pump when connected. As a result, the iab was removed. There was not another attempt at the procedure since the patient expired. There was an indefinite delay or interruption in therapy. No medical/surgical intervention was required. The sales representative was told that the patient was in very bad shape before the iab was tried. The sales representative stated that it was definitely an iab issue since the sales representative used his own demo iab on the pump and it worked fine. Additional information received on (B)(6) 2014 from the regional director/risk management stated that the hospital has no basis or foundation to make a definitive statement as to the cause of a patient's death. However, they have no information that would suggest that the iab caused or contributed to the patient's death in this matter.

Manufacturer narrative:
(B)(4).